Event description:
Additional information was received on 12/31/2024: this was discovered during a reverse total shoulder procedure on (B)(6) 2024. There was no case delay and no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024, it was reported by a sales representative via (B)(4) that an ar-9511-2 univers revers impactor / extractor adapter broke off and no longer works as intended, and the ar-9512 arthrex univers revers¿ stem/cup extraction adapter handle sheared off while threaded into the ar-9511-2 univers revers impactor / extractor adapter. All pieces that broke from both devices were retrieved from the patient. The case was completed successfully using a different ar-9511-2 univers revers impactor / extractor adapter. No adverse event or patient harm was reported. This was discovered during a procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-9511-2, univers revers¿ impactor / extractor adapter, batch 052224, was received for investigation. Visual evaluation found that the device's 135° threaded hole has a fragment stuck inside. Functional testing could not be performed due to the damage of the device. The most likely cause can be attributed misuse due prying/leveraging the device during use.